Event description:
It was reported that the coblator ii surgery system was taken out of service after the facility alleged there was an increase in re-bleeds. No further details concerning the number of re-bleeds, treatment or specific event info was provided.